Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report. No product will be returned for evaluation.

Event description:
Patient reported elevated blood glucose of approximately 450 mg/dl due to a bent infusion cannula. Patient changed the infusion set in the morning and blood glucose elevated above her normal range of 280-300 mg/dl. Patient saw her diabetologist who suggested she change the infusion set. When the headset was removed, she noticed the cannula was bent. "Everything went better" after the infusion set was changed. The patient did not require assistance from a health care professional or second party to address the issue. Infusion set was requested for evaluation. Additional details were not provided.